Event description:
The customer reported the following issue: "drill bit broke during scn procure around a total knee. I heard drill ¿chattering¿ against the total knee component and asked them to stop because I was afraid it would break and heard a snap. Drill bit broke and was left implanted. The procedure was delayed but the length of the delay is unknown"

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. H3 other text : device disposition is unknown

Manufacturer narrative:
Correction: please refer to d4 lot number. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. Based on details available it could not be excluded that the reported event is rather related due to hard contact to another object during surgery, which is supported by the event description ¿I heard drill ¿chattering¿ against the total knee component¿ but an exact root cause could not be determined and due to non-available item a thorough investigation with a technical statement impossible. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
The customer reported the following issue: "drill bit broke during scn procure around a total knee. I heard drill ¿chattering¿ against the total knee component and asked them to stop because I was afraid it would break and heard a snap. Drill bit broke and was left implanted. The procedure was delayed but the length of the delay is unknown".